Event description:
Type of procedure performed: robotic laparoscopic inguinal hernia repair event description: rep was not present for the case. Per the customer, "there was a problem today with a retrieval bag, ref cd004, lot # 1410840. When bringing out the bag and specimen, the bag broke at the bottom and a piece of the bag separated from the system. The piece of the bag was removed." Additional information was received via email on (B)(6) 2021 from [name], applied medical account manager I (entered by [name]) there was no patient injury, they were discharged the day after surgery. The port size was not enlarged. The bag broke along the seam at the tip. The specimen did not fall back into the patient. The hospital disposed of the device after the procedure. Patient status: there was no patient injury. The patient was discharged the day after surgery. Intervention: the piece of the bag was removed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: robotic laparoscopic inguinal hernia repair event description: rep was not present for the case. Per the customer, "there was a problem today with a retrieval bag, ref cd004, lot # 1410840. When bringing out the bag and specimen, the bag broke at the bottom and a piece of the bag separated from the system. The piece of the bag was removed." Additional information was received via email on 15sep2021 from [name], applied medical account manager I (entered by [name]) there was no patient injury, they were discharged the day after surgery. The port size was not enlarged. The bag broke along the seam at the tip. The specimen did not fall back into the patient. The hospital disposed of the device after the procedure. Patient status: there was no patient injury. The patient was discharged the day after surgery. Intervention: the piece of the bag was removed.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.